Event description:
It was reported that inappropriate shocks were delivered due to t-wave over sensing on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).